Event description:
Coiling treatment was conducted of a splenic-renal shunt. It was reported that the coil was difficult to frame in the desired location. Upon removal of the device, the coil prematurely detached. The coil was pushed into a safe, but not the desired location. The case was completed with 2 additional units successfully. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device is reported to be available. However, it has not been received to date. The root cause of this complaint cannot be determined at this time. An evaluation will be performed once the device is returned. (B)(4).